Manufacturer narrative:
The user reported experiencing sensor inaccuracies and subsequently visited the emergency room. A follow-up call was placed to gather additional information and provide assistance; however, the user was not reachable, and the call was forwarded to voicemail. A message was left stating the reason for the call, along with the contact phone number and operational hours, encouraging the user to return the call. Dms indicates no system usage since (B)(6) 2025, at 10:41 am.

Event description:
Senseonics was made aware of an incident where user reported experiencing sensor inaccuracies and subsequently visited the emergency room. A call was placed to the user to gather additional information and assist with the issue; however, the user could not be reached, and the call was forwarded to voicemail. A message was left explaining the reason for the call, along with the contact phone number and operational hours, and the user was encouraged to return the call.dms indicates no system usage since (B)(6) 2025 at 10:41 am.

Manufacturer narrative:
D6a: implanted date corrected to (B)(6) 2024.